Manufacturer narrative:
Device evaluated by manufacturer: the coil and pusher wire were returned inside the introducer sheath. The arms of the pusher wire and coil were interlocked in the introducer sheath and the twist lock was open. The pusher wire was stuck at the proximal end due to dried blood along the mid-section of the pusher wire. Resistance was experienced while advancing the coil through the introducer sheath due to the presence of dried blood at the proximal end of the introducer sheath. The coil was inspected and found to be stretched. The pusher wire and main coil and their components were measured and found to be within specification. A microscopic inspection revealed that the zap tip shape and surface were smooth. The interlocking arm of the main coil and the interlocking arm of the pusherwire ss coil were inspected and no damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a coil embolization treatment procedure the coil detached.the case was considered emergent. The unspecified target vessel was moderate to severely tortuous. The physician advanced the 6mm x 20cm idc occlusion system into the micro-catheter, however, the coil detached. It is not known if the coil remained inside the micro-catheter or detached inside the patient. It is not known how the physician completed the procedure. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was further reported that the detached coil became stuck inside the microcatheter and was removed by the physician. The coil was not implanted inside the patient.